Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have a broken wire. The user completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Further investigation found that there was thermal damage on the bipolar yaw pulley. The location of the thermal damage was around the grip-crimp socket of the broken conductor wire. A broken bipolar yaw pulley was also found. A broken piece is not missing as a result of the breakage. The instrument also had a bent grip causing vertical misalignment of the grips. The grip tips were bent inwards with a 0.045" offset at the tips. The reported complaint was confirmed by failure analysis. Review of the provided image was consistent with the fully broken wire. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.